Event description:
It was reported that the lead perforated the patient. The lead exhibited high thresholds and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.